Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported that the results the patient received had been low for an unspecified timeframe before the patient fell into a coma and was admitted to hospital. The patient had experienced symptoms like dizziness, vomiting and palpitations. The blood glucose values obtained by the customer were not reported. Upon admission to the hospital, the patient's blood glucose value was above 500 mg/dl. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024 and received insulin and potassium as treatment.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.